Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that during initial training the user and a clinical trainer were unable to attach the luer lock connector to the ilet when the cartridge was installed in the pump, while the same connectors and cartridge attached to a demo pump without issue, and the device was replaced. Symptoms included no reported changes in blood glucose and no injury. Outcomes included the user continuing diabetes management with cgm and instructions to shut down the device to avoid alerts, with data not transferring to the replacement. Investigation included troubleshooting steps such as multiple rewind attempts and comparison with a functioning demo pump. Investigation of this case revealed a suspected connector interface or pump fitting issue preventing engagement when the cartridge was seated in the affected device, consistent with a device component connection problem. It was concluded, based on previously established findings for similar reports, that the cause was device mechanical malfunction localized to the connector interface within the pump.